Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead warning displayed upon device interrogation. The bipolar lead impedance measured lower today than six months ago. Threshold and sensing results were good. The lead is still in use. No patient complications were reported as a result of this event. It was further reported that there was low impedance on the atrial lead (B)(6) and that the atrial and ventricular lead impedances were trending downward. The leads remain and use. No patient complications were reported as a result of this event.